Event description:
It was reported that the patient experienced inadequate stimulation and therefore her pre-existing discomfort returned. The patient underwent a procedure where an additional lead was added. The lead that was causing inadequate stimulation was left abandoned per physician choice. Post operatively the patient was doing fine.